Event description:
Patient biopsy performed on (B)(6) 2022. Localizer marker placed (B)(6) 2022, in breast diag. Department. During surgery (B)(6) 2022, to remove ca (cancer) lesion with marker, marker was removed but path (pathology) reported stated no ca (cancer) identified in tissue, patient returned to breast imaging (B)(6) to have lesion remarked a second time and second surgery (B)(6) 2022, completed to remove marker with ca (cancer) lesion on (B)(6).